Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the ventricular lead exhibited noise causing the pacemaker dependent patient to collapse and have facial damage. The cause of the noise was unknown but the physician suspected lead issue. Programming change was made. The patient was stable and will continue to be monitored.